Event description:
On an unknown date a 25mm trifecta gt valve (sn unknown) was implanted. After an unknown period of time the device was explanted and calcification was observed. The ross procedure was performed; the aortic valve was replaced with the pulmonary valve. Additional information has been requested.

Event description:
On (B)(6) 2013, a 25mm trifecta valve (sn unknown) was implanted in a 26 year old patient. Over the last 2-3 years the patient developed symptomatic aortic stenosis with a mean gradient of 35 and a peak gradient 55. Presenting with shortness of breath and minimal chest pain. On (B)(6) 2019, a ross procedure and aortic valve replacement was performed using a pulmonary valve. Upon explant the trifecta was observed to be heavily calcified. Additional information has been requested, but unavailable.

Manufacturer narrative:
An event of symptomatic aortic stenosis, shortness of breath, chest pain, and calcification was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, a 25mm trifecta valve (sn unknown) was implanted in a 31 year old patient. Over the last 2-3 years the patient developed symptomatic aortic stenosis with a mean gradient of 35 and a peak gradient 55. Presenting with shortness of breath and minimal chest pain. On (B)(6) 2019, a ross procedure and aortic valve replacement was performed using a pulmonary valve. Upon explant the trifecta was observed to be heavily calcified. Additional information has been requested.